Manufacturer narrative:
The pump passed basic occlusion test and displacement test. There was no motor error alarms noted. However, unable to prime pump during prime test due to cracked end cap. The pump was received with cracked case at display window corners. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with motor error alarm. The customer's blood glucose level was reported to be 442.8mg/dl. It was reported that the customer treated with manual injection. It was reported that the pump would be replaced and returned for analysis.